Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a sensor failure on sunday morning. Following the failure, the patient was unable to monitor glucose levels due to the absence of a functioning sensor. As a result, the blood glucose levels began to rise significantly without awareness. The patient lost consciousness. An e-worker responded to the emergency by contacting ambulance services, and the patient was transported to the hospital on the same day. Upon admission, the patient was treated with an insulin drip to stabilize blood glucose levels. The patient remained hospitalized from (B)(6) 2026-(B)(6) 2026. During the incident, no fingerstick blood glucose measurement was performed prior to or during transport to the hospital. Upon discharge, the patient has been advised to follow up with both a cardiologist and an endocrinologist for further evaluation and ongoing care. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was fine. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.